Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that following implant, an impella cp pump experienced low flows and suction events. After an echocardiogram was performed, the decision was made to place an impella rp flex device in response to the issue. Despite the addition of impella rp flex support, the patient passed away the following day. It is unknown if the complication contributed to the patient's passing.

Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.